Manufacturer narrative:
Both the model 3100 battery and the model 4100 transmitter remain implanted in the patient. No planned explant dates have been communicated to ebr. An additional supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
No additional information has been received regarding this incident. The battery and transmitter remain implanted and ebr has not received any further communication indicating when and if the devices will be explanted.

Event description:
It was reported that during a follow up performed on (B)(6) 2025, attempts to communicate with the wise crt system were unsuccessful, despite adherence to standard interrogation protocols. ECG findings revealed only right ventricular pacing, suggesting a sudden early battery depletion. No adverse patient outcomes were reported in connection with the loss of wise crt system communication.

Manufacturer narrative:
Ebr submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Ebr has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, ebr, or its employees that the device, ebr, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Ebr will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The battery model m3100 (s/n: (B)(6) and transmitter model m4100 (s/n: (B)(6) remain implanted in the patient. Programmer logs and battery telemetry data indicate abnormal battery depletion. The most recent device interrogation was performed on (B)(6) 2024, at which time the estimated end of service (eos) was projected for (B)(6) 2027. At the time of the inability to communicate with the device on (B)(6) 2025, the estimated remaining battery capacity was 35%. This discrepancy suggests that at least 35% of the battery capacity is unaccounted for, pointing to energy loss outside of normal device operation. Based on complaint analyses of other devices exhibiting similar symptoms, the most probable root causes include, dendritic growth across the battery plus kryoflex feedthrough and corrosive failure of the battery plus wire. The model 4100 transmitter was not returned for evaluation; therefore, definitive root cause analysis could not be completed. However, the transmitter's serial number falls within the scope of corrective and preventive action (CAPA) 20-001, which was initiated to address known feedthrough failures. .